Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation, the monitor was displaying a service code 110 and failed a pulse test. The cause for the failure was isolated to an open l1 component on the computer/analog pca. The root cause for the open l1 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.